Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, declared end of life (eol) due to an extended charge time measurement. The monitoring voltage was currently 2.55 volts with a 32.5 second charge time. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Subsequently, tachy therapy was ordered to be turned off due to the patient's status. No additional information is available at this time. If additional information becomes available the event will be updated.